Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) were acceptable on testing days. The customer checked the instrument and stated that all parameters were correct. Siemens is investigating the event.

Event description:
The customer obtained a discordant (false positive) toxoplasma g (toxo g) result on an advia centaur xpt instrument. The result was reported to the physician(s). The customer used a second sample from the same patient to perform repeat testing on the same instrument. The customer informed siemens that the repeat result was negative. The customer used the first sample and same instrument to perform repeat testing and obtained a negative result. The customer issued a corrected report and reported a negative result. There are no reports of patient intervention or adverse health consequences due to the false positive toxo g result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00002 on 05-jan-2021. Additional information (01-mar-2021): the siemens headquarter support center (hsc) investigator reviewed the customer's adjustments and quality control (qc) data, and results were within ranges. The customer has performed tests, and there was no recurrence of a false positive result. Siemens concluded that the potential cause for the false positive toxoplasma g (toxo g) result on one patient sample is unknown and cannot rule out preanalytical variables or sample-specific issues as a potential contributing factor. The instrument is operational and no further evaluation of the device was required. Section h6 (investigation findings and investigation conclusions) is updated with new codes.